Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and pace impedance measurements of greater than 2,500 ohms. It was noted that the patient paced less than 1 percent in the rv. A previous signal artifact monitoring (sam) episode was observed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and pace impedance measurements of greater than 2,500 ohms. It was noted that the patient paced less than 1 percent in the rv. A previous signal artifact monitoring (sam) episode was observed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and pace impedance measurements of greater than 2,500 ohms. It was noted that the patient paced less than 1 percent in the rv. A previous signal artifact monitoring (sam) episode was observed. The device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. Additional information was received that this pacemaker was explanted due to a product performance issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and pace impedance measurements of greater than 2,500 ohms. It was noted that the patient paced less than 1 percent in the rv. A previous signal artifact monitoring (sam) episode was observed. The device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to a product performance issue.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.